Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, when the catheter was opened from packaging, a cloudy flush lumen was observed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.